Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing was tied up in a knot due to which the patient experienced diabetic ketoacidosis. The patient was given a correction bolus. Subsequently, the patient arrived in the emergency room with blood glucose level at 689 mg/dl and stayed there for 14 hours. The patient was then admitted to the intensive care unit and received insulin drip, fluids via intravenous route, lantus injections and potassium drip, which resolved the issue. The infusion set had been in use for one day. There was no permanent damage to the patient. The patient stayed in the hospital for two days. Thereafter, he felt better, and blood glucose level was 87 mg/dl when the patient left the emergency room. No further information available.